Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A patient sample was submitted for testing. The sample was near the lod on the quidel pcr platform. Root cause: unable to determine. Source: email.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing). When the same sample was tested the next day, the sample was negative.